Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 115 to 159 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results from truetrack meter to trueresult meter. Back to back blood test performed during call on (B)(6) 2015 produced test results of 310 mg/dl using truetrack meter and 212 mg/dl using trueresult meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:310mg/dl (B)(6) 2015 11:39am; 2:123mg/dl (B)(6) 2015 11:36am; 3:129mg/dl (B)(6) 2015 11:32am; 4:244mg/dl (B)(6) 2015 11:07am; 5:118mg/dl (B)(6) 2015 11:04am; adverse event not reported.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 115 to 159 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results from truetrack meter to trueresult meter. Back to back blood test performed during call on (B)(6) 2015 produced test results of 310 mg/dl using truetrack meter and 212 mg/dl using trueresult meter. Verified storage of product is instructed specification,.test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 310mg/dl, (B)(6) 2015, 11:39 am; : 310mg/dl, (B)(6) 2015, 11:39 am; 123mg/dl, (B)(6) 2015, 11:36 am; 244mg/dl, (B)(6) 2015, 11:07 am; 118mg/dl, (B)(6) 2015, 11:04 am. Adverse event not reported.